Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that insulin was not being released from his humapen ergo device and medication dripped from the needle after removal from the skin. He experienced increased blood glucose levels. Investigation of the returned device (batch 0607a01, manufactured july 2006) found both clear cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. The engagement tabs were removed while in the field as evidenced by marks consistent with the use of an x-acto knife. The core user manual informs customers not to damage or remove the cartridge holder tabs. It further states not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged and to contact lilly or your healthcare professional. There is evidence of improper use. The patient used the device after removal of the engagement tabs. In addition, the user reuses needles. Needle reuse can result in an underdose. Needle reuse may not be relevant to the patient's complaint.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to notify a product complain concerns a male black patient of unknown age. Medical history included: diabetes, hypertension and hemodialysis for unknown reason. Concomitant medications included: enalapril and carvedilol for hypertension. Both medications were discontinued after hemodialysis starts, because the patient's blood pressure was controlled. The patient received human insulin (rdna origin) nph cartridge, 8iu each morning and 2 iu each afternoon after the meals, subcutaneously, for diabetes, beginning on (B)(6) 2014 and received human insulin (rdna origin) regular cartridge, 2iu if blood glucose was higher than 180mg/dl and 6iu if higher than 200mg/dl, subcutaneously, for diabetes, beginning on (B)(6) 2014. In (B)(6) 2015, approximately 10 months after commencing human insulin nph and human insulin regular treatments via humapen ergo I (batch: 0607a01, product complaint: (B)(4)) the patient had an unspecified problem with the pen and due that he was not sure if he was receiving the human insulin nph and human insulin regular full doses and due that the patient blood glucose levels increased. The reporting consumer also stated that the patient reused the needles. The patient underwent some unspecified exams which revealed blood glucose was between 130 and 140mg/dl (normal range 90mg/dl). The patient cardiologist suggested the patient to change the humapen ergo for a syringe. After the change the patient blood glucose returned to the normal levels. Human insulin nph and human insulin regular treatments were continued. The patient was the device operator. He received proper training from a physician. He uses the suspect device and the suspect device model for an unspecified time, as reported as between one and two years. The device was returned on 21may2015. Upon inspection, both engagement tabs were broken (batch: 0607a01, product complaint: (B)(4)). The reporting consumer related the high blood glucose levels to human insulin regular and human insulin nph treatments. No other relatedness opinion was provided. Update 28may2015. Additional information received 21may2015 from the global product complaint system. Upgraded case priority to serious status, on device tab entered the date returned, malfunction as yes, type of malfunction as cirm, entered EU/ca fields, entered medwatch fields, and updated the narrative accordingly. Update 29may2015: additional information received 21may2015 from the complaint area. No new information was added. Update 16jun2015: additional information received on 15jun2015 from the global product complaint database added the device specific safety summary and manufacture date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to notify a product complain concerns a male black patient of unknown age. Medical history included: diabetes, hypertension and hemodialysis for unknown reason. Concomitant medications included: enalapril and carvedilol for hypertension. Both medications were discontinued after hemodialysis starts, because the patient blood pressure was controlled. The patient received human insulin (rdna origin) nph cartridge, 8iu each morning and 2 iu each afternoon after the meals, subcutaneously, for diabetes, beginning on (B)(6) 2014 and received human insulin (rdna origin) regular cartridge, 2iu if blood glucose was higher than 180mg/dl and 6iu if higher than 200mg/dl, subcutaneously, for diabetes, beginning on (B)(6) 2014. In (B)(6) 2015, approximately 10 months after commencing human insulin nph and human insulin regular treatments via humapen ergo I (batch: 0607a01, product complaint: (B)(4)) the patient had an unspecified problem with the pen and due that he was not sure if he was receiving the human insulin nph and human insulin regular full doses and due that the patient blood glucose levels increased. The reporting consumer also stated that the patient reused the needles. The patient underwent some unspecified exams which revealed blood glucose was between 130 and 140mg/dl (normal range 90mg/dl). The patient cardiologist suggested the patient to change the humapen ergo for a syringe. After the change the patient blood glucose returned to the normal levels. Human insulin nph and human insulin regular treatments were continued. The patient was the device operator. He received proper training from a physician. He uses the suspect device and the suspect device model for an unspecified time, as reported as between one and two years. The device was returned on 21may2015. Upon inspection both engagement tabs were broken (batch: 0607a01, product complaint: (B)(4)). The reporting consumer related the high blood glucose levels to human insulin regular and human insulin nph treatments. No other relatedness opinion was provided. Update 28may2015. Additional information received 21may2015 from the global product complaint system. Upgraded case priority to serious status, on device tab entered the date returned, malfunction as yes, type of malfunction as cirm, entered EU/ca fields, entered medwatch fields, and updated the narrative accordingly. Update 29may2015: additional information received 21may2015 from the complaint area. No new information was added.